Manufacturer narrative:
This report is filed (B)(6) 2010.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a damaged battery. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the electrode array was improperly placed resulting in a decision to explant the device. The device was explanted on (B)(6), 2010. There are no plans to reimplant the patient with another device as of the date of this report, august 10, 2010.